Event description:
Patient was undergoing photopheresis treatment. At end of 1st cycle, blood leak detector alarmed. Pt clamped off. No blood returned. Estimated blood loss was 150cc. Labs drawn pretreatment. Hct reported to be 28.4, md made aware.